Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle, after several passes, bent in an extreme angle and the physician was no longer comfortable with using the device.

Manufacturer narrative:
510(k) number: k160229. (B)(4). Lab evaluation: 1x echo-hd-22-ebus-p-c from lot # c1422351 was returned to (B)(4) for evaluation. Upon evaluation the following was noted the device the device was returned in its original packaging. There was no needle exposure; the stylet was partially out on return. The sheath extender has no issues, the was slightly still when advancing and retracting the needle. This could be attributed to the distal kink present. The stylet cannot be fully inserted due to the kink the customer complaint is considered to be confirmed as the complaint was verified in lab. Root cause: a possible root cause for the occurrence may be due to the device becoming kinked after hitting a hard lesion or the tracheal rings. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). Documents review: a review of the manufacturing records for echo-hd-22-ebus-o-c device of lot# c1422351 did not reveal any discrepancies which could have contributed to this occurrence. There is no evidence to suggest that this issue effects the entire lot # c1422351; upon review of complaints this failure mode has not occurred previously with this lot # c1422351. IFU review: the notes section of the instructions for use, ifu0109-5 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use, it states in the IFU that an olympus ebus scope is intended to be used with the device". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided: the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to me monitored for potential emerging trends.

Event description:
The needle, after several passes, bent in an extreme angle and the physician was no longer comfortable with using the device.

Event description:
This report is being submitted as a cancellation MDR. The needle, after several passes, bent in an extreme angle and the physician was no longer comfortable with using the device.

Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This report is being submitted to cancel the initial report. After the submission of this initial report , updates were made to cook ireland¿s risk management system in accordance with iso4971. These updates included the requirement to identify the initial probability of occurrence and the individual risk levels associated with each hazard and hazardous situation. As a result of the system updates the risk documentation has been revised. The severity associated with the hazardous situation has not changed however the identified risk levels associated with distal and proximal needle kinks on echo ebus devices have reduced, and are now identified as low risk. This case was initially reported on the description of a distal needle kink. A serious deterioration in the state of health of the patient was not reported in this case. The initial assessment was based on the current risk at the time for those failure modes within the original risk documentation and the case was reported based on potential for harm to occur as per section 803.50 of 21 cfr 803. FDA MDR reporting not required. (B)(4) rev 002, section 13.1.1. Needle cannula kinks distally - overall risk assessed as category iia (low).

Event description:
The needle, after several passes, bent in an extreme angle and the physician was no longer comfortable with using the device.

Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: 1x echo-hd-22-ebus-p-c from lot # c1422351 was returned to cirl for evaluation. Upon evaluation the following was noted the device the device was returned in its original packaging. There was no needle exposure; the stylet was partially out on return. The sheath extender has no issues, the was slightly still when advancing and retracting the needle. This could be attributed to the distal kink present. The stylet cannot be fully inserted due to the kink the customer complaint is considered to be confirmed as the complaint was verified in lab. Root cause: a possible root cause for the occurrence may be due to the device becoming kinked after hitting a hard lesion or the tracheal rings. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Documents review: a review of the manufacturing records for echo-hd-22-ebus-o-c device of lot# c1422351 did not reveal any discrepancies which could have contributed to this occurrence. There is no evidence to suggest that this issue effects the entire lot # c1422351 ; upon review of complaints this failure mode has not occurred previously with this lot # c1422351 IFU review: the notes section of the instructions for use, ifu0109-5 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use, it states in the IFU that an olympus ebus scope is intended to be used with the device". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided: the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to me monitored for potential emerging trends,